Event description:
A 3.0 mm diameter x 15 mm lenth endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unknown lesion. Lesion morphology was reported to be severely tortuous with severe calcification. It is unknown if the lesion was pre-dilated. It was reported that the stent dislodged. The stent was retrieved with a snare. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results: (embolism-device), (severely tortuous with severe calcification). Conclusions: (severely tortuous with severe calcification). Secondary intervention.